Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the agent documented that the user¿s wife called regarding insulin cartridge usage, noting 17 units remained since the last change. The agent explained that cartridges typically last about 3 days but vary with individual insulin needs. At the time of the call, the user¿s blood glucose (bg) was 64 mg/dl, treated with 4 oz of orange juice and peanut butter on an english muffin. Bg was corrected, and the user reported feeling fine. The ilet did not alert for the low. The user's lowest blood glucose (bg) recorded was 64 mg/dl. No prolonged out-of-range period or medical intervention was required.